Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jul2020.

Event description:
The customer reported the unit powers on by itself. There was no patient involvement. The manufacturer's field service engineer (fse) provided remote support and advised the customer to replace the user interface printed circuit board assembly.

Manufacturer narrative:
G4:01dec2020; b4:02dec2020. Multiple good faith efforts have been made without response from the customer so the case has been closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.